Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 500 mg/dl. Customer did not want to troubleshooting for high blood glucose. Customer sated that the reservoir lip ring of insulin pump had damage and reservoir able to lock in place when inserted into insulin pump. Customer was assisted with troubleshooting for insulin pump damage. The insulin pump will be and other devices will not be returned for analysis.